Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check belt messages, check therapy pad messages) has been confirmed. Upon investigation the electrode belt distribution node (dn) to rear cable had a broken pulse wire at the dn. The root cause for the damaged cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages and check therapy pad messages.